Event description:
It was reported that the patient experienced erosion with an artificial urinary sphincter (aus). A replacement surgery was performed in which the cuff and pump were removed, while the reservoir was "left in". During the procedure a new aus system was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced increasing recurring incontinence leading to the replacement surgery. There was no device malfunction associated with the explanted aus. The patient did not experience any known additional adverse events. No more information available at the moment. Should pertinent additional information become available, it will be provided.